Event description:
The customer's mother reported that "the pod was worn overnight and there was blood mixed with the insulin." The pod was activated at 10:00 pm; her basal rate was set to 2 units/hour. The next morning, at 6:00 am, the customer's blood glucose (bg) was 291 mg/dl. The pod was returned for investigation.

Manufacturer narrative:
Internal discoloration was found within the returned pod, indicating a possible fluid leak. Residual fluid was found the battery compartment and on most surfaces of the internal assemblies, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. Product lot qualification records were reviewed and determined to have met all acceptance criteria. The omnipod's user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check your blood glucose again after 2 hours. If bgs have not decreased, take a second bolus by injection, using a sterile syringe. If bgs remain high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance." An investigation into this failure mode was conducted and as a result process improvements were made. This lot (30702) was manufactured prior to the implementation of those changes.